Manufacturer narrative:
A manufacturing evaluation was completed. The retuned broken drill bit was investigated. The correct raw material has been used according to drawing. The hardness is also correct and corresponds to the drawing specification. The exact root cause for this breakage could not be determined. No manufacturing related failure was detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code used dzj. Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 03.505.075, lot# f-18101. Manufacturing location: (B)(4), manufacturing date: nov 08, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the reported item was used for open reduction and internal fixation of mandible bone fracture on (B)(6) 2017. For the surgery, a subcondylar plate was used with a 90° screw driver device. When the surgeon was attempting to drill the bone with the reported product, the tip broke. The broken fragment was completely removed from the patient¿s body. The surgery was completed by using alterative drill bit. The surgeon commented that due to drilling near the mandibular condyle, the drilling force might have been applied laterally and this might have led the breakage. There was no surgical delay reported. Patient outcome was reported as unknown. Procedure was completed successfully; no other medical intervention was required. Concomitant medical products: subcondylar plate (part# unknown, lot# unknown, quantity: 1); 90° screw driver system (part# unknown, lot# unknown, quantity: 1). This report is for one (1) 01.5mm drill bit. This is report 1 of 1 for (B)(4).